Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run and had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery oscillator device would not run, had a sticky trigger, had component damage, the housing was cracked/damaged, there was contact damage, and the motor was worn. It was further determined that the device failed pretest for check oscillation frequency, check the function of the device, check for sticky trigger, and general condition. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.